Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and draining sore under the left-electrode. It was also reported that the patient's garments were too tight and leaving indents in the patient's skin. The distributor sent the patient larger garments. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use a steroid/water-based cream on the skin irritation. Follow up indicated that the cream and larger garments helped the skin irritation to improve.